Event description:
It was reported to philips that the system's x-ray tube failed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips conducted an investigation in response to a customer report indicating that the system's x-ray tube failed. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer, resulting in no service action being performed by philips. To date, there have been no additional reports of the boot failure issue from the customer. As the service was not performed, the status of the system remains unchanged from philips' perspective. The codes were updated based on the investigation outcome.